Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the baths would drain completely, but slowly at times. The fse ran reproducibility, and hemoglobin (hgb) and red blood cell (rbc) failed but all other parameters barely passed within specifications. The fse noted that solenoid 15 was not activated every time, and the fse proceeded to replace the solenoid to resolve the issue. The fse verified the repair as per established procedures and the baths were draining properly and reproducibility passed without issue. (B)(4).

Event description:
The customer reported an overflow from the white blood cell (wbc) bath of the coulter act series analyzer (act 8/10) while running quality control (qc) samples. The customer stated that low qc results were recovered for this event. The customer indicated that approximately 1 ml of fluid leaked and was not contained within the instrument. The operator was wearing gloves when the leak was discovered and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.